Event description:
Philips received a complaint by the customer on the v60 indicating that the battery failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 had a battery failure. On-site service is currently pending.

Manufacturer narrative:
H10: a field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the battery to resolve the issue. The battery was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.